Manufacturer narrative:
Other applicable components are: product ID: 4351-35, serial# (B)(4), product type: lead; product ID: 4351-35, serial# (B)(4), product type: lead; product ID: 4351-35, serial# (B)(4), product type: lead; product ID: 4351-35, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the patient had a collagen-vascular disorder similar to ehlers-danlos syndrome. They were unable to form a normal capsule around a medical device. This was indicated to be the cause of the device moving around and the wires shortening. There were no further complications reported as a result of this event.

Event description:
It was reported that when the ins was implanted in the chest, it ¿creates a pocket¿ from the device moving around in the pocket. Sometimes it would cause ¿wires shortening¿. Sometimes the device would be moved to the other side of the chest, but it may still create a pocket and cause the wires to shorten. The healthcare provider partnered with an orthopedic surgeon to implant a rib fracture fixation product on a rib and then attach the ins to the fixation product to prevent the ins from moving around. No further complications were reported/anticipated.